Event description:
Event [preferred term] (related symptoms if any separated by commas), high sugar value [blood glucose increased], novopen fell and broke [device breakage], novopen may have blocked [device occlusion], patient not trained by a health care professional in the use of the novopen [product knowledge deficit]. Case description: this serious solicited report from greece was reported by a consumer as "high sugar value(blood sugar increased)" with an unspecified onset date , "almost fell into a coma(precoma)" with an unspecified onset date , "novopen fell and broke(device breakage)" with an unspecified onset date , "novopen may have blocked(device blockage)" with an unspecified onset date , ""patient not trained by a health care professional in the use of the novopen(not trained on proper device use)" with an unspecified onset date and concerned a 89 years old male patient who was treated with novopen (insulin delivery device) from unknown start date for "unknown type diabetes", , actrapid (insulin human) from unknown start date for "unknown type diabetes", , tresiba (insulin degludec) from unknown start date and ongoing for "unknown type diabetes", , a non-novo nordisk suspect product medrol [methylprednisolone] (methylprednisolone) from unknown start date for "bullous disease", current condition: unknown type diabetes (type and duration were not reported), renal failure, heart problem, bullous disease. Procedure: open heart surgery- valve placement in 1962. Treatment medications included - insulin nos. On an unknown date a week ago, novopen of the patient using actrapid fell and broke. Due to the fracture, the patient has been administering tresiba for a week. Patient child reported that he pressed the novopen administration button with more pressure, novopen may have blocked. Physician correlated the event high sugar value, almost fell into coma with the cortisone medrol that the patient was receiving due to (autoimmune pumping) pre-existing insulin. Patient child associated high sugar value, almost fell into coma with medrol.patient child administers the medicine depending on the point, usually in a straight line.the dose was calculated with the units on the pen and not with clicks. Patient child always changes the needle before each administration and degassing was always done at 2 units before each administration.patient has always been attentive to diet.the medicine was stored in the refrigerator, and before administration rubs it on the hands. The outcome for the event "novopen may have blocked (device blockage)" was not reported. The outcome for the event "patient not trained by a health care professional in the use of the novopen (not trained on proper device use)" was not reported. Reporter's causality (novopen) - high sugar value (blood sugar increased) : unlikely almost fell into a coma(precoma) : unlikely novopen fell and broke (device breakage) : unknown novopen may have blocked (device blockage) : unknown patient not trained by a health care professional in the use of the novopen (not trained. On proper device use) : unknown. Company's causality (novopen) - high sugar value(blood sugar increased) : possible almost fell into a coma(precoma) : unlikely. Novopen fell and broke(device breakage) : possible . Novopen may have blocked(device blockage) : possible . Patient child reported that he pressed the novopen administration button with more pressure(device delivery system pressure issue) : possible . Patient not trained by a health care professional in the use of the novopen(not trained on proper device use) : possible . Reporter's causality (actrapid) - high sugar value(blood sugar increased) : unlikely. Almost fell into a coma(precoma) : unlikely. Novopen fell and broke(device breakage) : unknown . Novopen may have blocked(device blockage) : unknown . Patient child reported that he pressed the novopen administration button with more pressure(device delivery system pressure issue) : unknown . Patient not trained by a health care professional in the use of the novopen(not trained on proper device use) : unknown . Company's causality (actrapid) - high sugar value(blood sugar increased) : possible almost fell into a coma(precoma) : unlikely . Novopen fell and broke(device breakage) : possible. Novopen may have blocked(device blockage) : possible . Patient child reported that he pressed the novopen administration button with more pressure(device delivery system pressure issue) : possible. Patient not trained by a health care professional in the use of the novopen(not trained on proper device use) : unlikely. Reporter's causality (tresiba) - high sugar value(blood sugar increased) : unlikely . Almost fell into a coma(precoma) : unlikely . Novopen fell and broke(device breakage) : unknown . Novopen may have blocked(device blockage) : unknown . Patient not trained by a health care professional in the use of the novopen(not trained on proper device use) : unknown . Company's causality (tresiba) - high sugar value(blood sugar increased) : possible . Almost fell into a coma(precoma) : unlikely. Novopen fell and broke(device breakage) : possible . Novopen may have blocked(device blockage) : possible . Patient not trained by a health care professional in the use of the novopen(not trained on proper device use) : unlikely. Investigation results name: novopen, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: actrapid, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: tresiba, batch number: unknown no investigation was possible, because neither sample nor batch number was available since last submission, case has been updated with following information investigation results updated imdrf codes updated. Unspecified nn insulin was updated as tresiba. Device blockage was added as an event trained user field updated as no. Not trained on proper device use was added as an event operator of device was updated. Device delivery system pressure issue was added as event narrative updated accordingly. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. Final manufacturer comment: 19-sep-2025: the suspected device novopen (specific name of the device or batch number are unknown) has not been returned to novo nordisk for evaluation. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen. Since it is reported that the device fell and damaged, affecting the drug dosage, the fault could be attributed to product handling issues. Elderly age of the patient is a risk factor for device damage. Use of medrol for bullous disease is a significant confounding factor for development of hyperglycaemia. Company comment: blood glucose increased is assessed as listed event; precoma is assessed as unlisted event according to the novo nordisk current ccds in actrapid and tresiba. The suspected device / product (actrapid) has not been returned to novo nordisk for evaluation. Since it is reported that the device fell and damaged, affecting the drug dosage, the fault could be attributed to product handling issues. Elderly age of the patient is a risk factor for device damage. Use of medrol for bullous disease is a significant confounding factor for development of hyperglycaemia. This single case report is not considered to change the current knowledge of the safety profile of actrapid and tresiba. H3 continued: evaluation summary name: novopen, batch number: unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) high sugar value [blood glucose increased] novopen fell and broke [device breakage]. Case description: study ID: (B)(6) novocare for diabetes. Study description: trial title: the main objective of this patient support programme is to provide education, information and training for patients with diabetes mellitus (type 1, type 2 and diabetes in pregnancy), who have already been prescribed by their treating health care professional (hcp) with novo nordisk (nn) products of insulin, liraglutide 0.6-1.8mg for type 2 diabetes and glucagen. Patients shall be provided with full education, including the technical use and handling of nn devices (pens and needles) with an objective to be supported during their first steps in their treatment and to have an improved diabetes control and quality of life. Patients with type 2 diabetes mellitus, who have already been prescribed by their treating hcp with once weekly glp-1 inhibitor semaglutide (ozempic), with a purpose to enhance the education of the patients on their disease, through pen training, to improve diabetes control and patient's quality of life, through nutritional advice and to support treatment adherence and compliance on with their prescribed therapy. Finally, under the scope of the program the provider must undertake the provision pharmaceutical compliance and any pharmacovigilance service. This serious solicited report from greece was reported by a consumer as "high sugar value(blood sugar increased)" with an unspecified onset date , "almost fell into a coma(precoma)" with an unspecified onset date, "novopen fell and broke(device breakage)" with an unspecified onset date and concerned a (B)(6) old male patient who was treated with novopen (insulin delivery device) from unknown start date for "unknown type diabetes", actrapid (insulin human) (unk iu, qd,) from unknown start date for "unknown type diabetes", , insulin (insulin) from unknown start date and ongoing for "unknown type diabetes", , a non-novo nordisk suspect product medrol [methylprednisolone] (methylprednisolone) (3/4 tab at the morning and 1 tab at night) from unknown start date for "bullous disease". Patient height, weight and body mass index were not reported dosage regimens: novopen: actrapid: insulin: current condition: unknown type diabetes (duration not reported), renal failure, heart problem, bullous disease procedure: open heart surgery- valve placement in 1962. Treatment medications included - insulin nos. On an unknown date a week ago, novopen of the patient using actrapid fell and broke. Due to the fracture, the patient has been administering another insulin of unknown name for a week. On (B)(6) 2025, patient had to be hospitalized for one day due to a high sugar value (blood glucose), which resulted from the start of taking cortisone medrol and almost fell into a coma. The patient was discharged from the hospital with normal sugar values and received insulin (of unknown name) before every meal - on the doctor's instructions. On an unknown date, it was reported that the patient has not yet fully recovered and on (B)(6) 2025 in the morning patient had a sugar value (blood glucose) of 431mg/dl. Doctor has instructed to take 10 units of insulin and the kind of food to consume batch numbers: novopen: requested actrapid: requested insulin: requested. Action taken to actrapid was reported as product discount. Not due to ae. Action taken to insulin was reported as no change. Action taken to medrol [methylprednisolone] was not reported. Event abated after use stopped or dose reduced for insulin doesn't apply event reappeared after reintroduction of insulin doesn't apply. The outcome for the event "high sugar value(blood sugar increased)" was recovering/resolving. The outcome for the event "almost fell into a coma(precoma)" was not reported. The outcome for the event "novopen fell and broke(device breakage)" was not reported. Reporter's causality (novopen) - high sugar value(blood sugar increased) : unlikely almost fell into a coma(precoma) : unknown novopen fell and broke(device breakage) : unknown company's causality (novopen) - high sugar value(blood sugar increased) : possible almost fell into a coma(precoma) : unlikely novopen fell and broke(device breakage) : possible reporter's causality (actrapid) - high sugar value(blood sugar increased) : unknown almost fell into a coma(precoma) : unknown novopen fell and broke(device breakage) : unknown. Company's causality (actrapid) - high sugar value(blood sugar increased) : possible almost fell into a coma(precoma) : unlikely novopen fell and broke(device breakage) : possible. Reporter's causality (insulin) - high sugar value(blood sugar increased) : unknown almost fell into a coma(precoma) : unknown novopen fell and broke(device breakage) : unknown. Company's causality (insulin) - high sugar value(blood sugar increased) : possible almost fell into a coma(precoma) : unlikely novopen fell and broke(device breakage) : possible. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. Preliminary manufacturer comment: 04-aug-2025: the suspected device novopen has not been returned to novo nordisk for evaluation. No conclusion reached. Since it is reported that the device fell and damaged, affecting the drug dosage, the fault could be attributed to product handling issues. Elderly age of the patient is a risk factor for device damage. Use of medrol for bullous disease is a significant confounding factor for development of hyperglycaemia. Company comment: blood glucose increased is assessed as listed event; precoma is assessed as unlisted event according to the novo nordisk current ccds in actrapid. The suspected device / product (actrapid) has not been returned to novo nordisk for evaluation. Since it is reported that the device fell and damaged, affecting the drug dosage, the fault could be attributed to product handling issues. Elderly age of the patient is a risk factor for device damage. Use of medrol for bullous disease is a significant confounding factor for development of hyperglycaemia. This single case report is not considered to change the current knowledge of the safety profile of actrapid.